Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service report, this complaint can be confirmed. During evaluation, it was found that the motor rotation was blocked due to rusted motor. Further, resistance values of the cable and keyboard were out of tolerance limits. The motor, cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. Improper maintenance is a possible root cause of the defective cable and button, however, a definite root cause cannot be determined with the available information. When the motor is corroded, and the resistance values of the cable and keyboard are drifting, the device would not work as expected, therefore are the root causes of the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/05/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the device did not work. During in-house engineering evaluation, it was determined that the motor was rusty. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.